Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip type s exhibited a thunderbeat teflon pad melted after 3 hours of surgery for an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the thunderbeat exhibited peeling of the tissue pad. There were no reports of patient involvement.